Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: a concomitant product was identified to be a competitor product used in conjunction with the previously reported adverse event.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 11th revision and removal of all previous revision components to treat left knee swelling and confirmed infection. Patient received a temporary attune antibiotic spacer to be removed when the infection has cleared. Doi: (B)(6) 2020 (10th revision and implantation of revision products); dor: (B)(6) 2021 (11th revision and removal of all products); left knee.